Event description:
Boston scientific received information that this lead had to be repositioned because the patient has twiddler's syndrome and twiddled it back out of position. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.